Event description:
Rptr noted the nucleus was rock hard, converted to extra-capsular cataract extract. While delivering the lens and manipulating with the lens loop the posterior capsule was torn. Anterior vitrectomy done and ac iol implanted. Pt reportedly recovering well.